Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing areas on the adhesive around the objective lens and cracked adhesive around the light guide (lg) lens was traced to component failure and the most probable root cause of the dirty objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for separate issues. During the device analysis, the service center identified that the device had missing areas on the adhesive around the objective lens, cracked adhesive around the light guide (lg) lens and a dirty objective lens. There was no patient involvement.